Event description:
It was reported via social media that a detached wire occurred. According to the patient, on approximately (B)(6) 2025, the sensor wire broke off and remained in the arm. The patient visited their healthcare provider. An x-ray was performed, and it was not mentioned if a sensor wire was located. The patient was advised to wait and observe the insertion site. At the time of the post that patient stated it was healing and looking much better. On (B)(6) 2025, the patient provided an update which states the patient went to their healthcare provider and had the sensor wire removed, and the patient was put on antibiotics for 10 days. It is highly likely that the 10-day antibiotic course was an oral antibiotic. No further information and no patient information was available. It was unknown how the sensor wire was removed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).